Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions) h10. A getinge field service engineer (fse) evaluated the unit and found that the bottom left corner of the upper display was distorted and a small area was black. Fse could not determine the cause of the display failure for (no visible crack or fracture). In order to fix the issue of upper display was distorted and a small area was black, fse installed a new lcd display and tested good. Fse completed a full system test (calibration, functionality, and safety check), all tests passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing dept. Received assy, display top lcd rohs serial number n/a with a reported unit failure of lower left screen has damage, cracked and blacked out. The failure analysis and testing dept. Performed a visual inspection and observed that the lower left corner has damage, cracked and blacked out. The fat verified the failure. Retaining the display in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) bottom left corner was damaged. Customer found this problem during a routine check in stock room. Customer turned it in to make sure there were no errors on the screen and found a cracked screen. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.